Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Siemens requested the customer to run service method tests (smt) for a mixer issue. Customer aligned the server 3 probes and ran bottom of cuvette calibration (bocc). The cse found that the sample 3 probe and reagent probe 6 were bent and replaced them. The potential cause of the event was the bent sample probe 3 and reagent probe 6. The instrument is performing according to specifications. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely low carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate dimension vista instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low carbon dioxide patient results.